Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning on an unknown date, the patient was having recharging issues, discomfort at the site, and the patient claims the battery changes intensity on its own. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The rep reprogrammed and there would be surgery in the future to replace the ins. The surgery date was asked but unknown. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.